Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided.

Event description:
It was reported that the patient experienced implant mobility, pain, bone loss, and infection. The site was grafted and the patient was given antibiotics. Tooth location 7.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, vent, and drive feature. The product matched print specifications where measured against drawing pd-tsvtb13 rev b (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 7 and used for approximately 5 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1217637. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1217637) for similar cause and 1 other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (mobility + pain + bone loss + infection) or product (tsvtb13). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4). G7: checked "follow-up."